Event description:
It was reported by the patient that the leads were not working properly. Followup information indicated that there was diaphragmatic stimulation from the right ventricular lead. The atrial and right ventricular leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.